Event description:
It was reported that the patient's lead was causing phrenic nerve stimulation. The patient presented to the emergency room due to the phrenic nerve stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2010. (B)(4).